Manufacturer narrative:
Per tandem user guide: per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check performed by tandem technical support revealed that the customer was changing supplies every 3-4 days, which is off label usage per the tandem user guide. Additionally, the customer's blood glucose (bg) level ranged between 51-251 mg/dl, cause was unknown. Carbohydrates were consumed to address bg level. Multiple follow-up attempts were made to gather additional information, however, the customer did not respond to follow-up attempts.